Manufacturer narrative:
Date submitted: 21sep2021.

Event description:
It was reported that the ventilator had an error code indicating blower temperature high. Reportedly, the respiratory staff believes this was due to the customer needing to be intubated and the v60¿s were being overworked, causing high pressures on unit. The customer reported that the issue occurred with multiple units and although requested serial numbers of the units were not provided. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and found that the fan was dirty and dusty. The customer also advised that the fan filter was placed backwards. The customer was advised on how to reposition the fan. Upon a follow up the customer reported that the units did not need to be repaired. The cooling fan filter was cleaned on the units and were returned to use. No further information provided although requested.